Manufacturer narrative:
Patient information now provided. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. System was slow. Computer boot-up time into cranial application was greater than three minutes. Hard drive found to be 67% full. Removed some exams to increase capacity. Boot times drop from over three minutes to 90 seconds consistently. Issue resolved. System performed as intended. Software engineer analysis of patient logs, core file revealed that a bus error occurred.

Event description:
A medtronic representative reported that, while in a cranial procedure, the patient was registered and the navigation system became unresponsive after they hit the navigate button. Re-booting the navigation system restored normal function and the procedure continued. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes to perform three re-boots of the system. There was no impact on patient outcome.